Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that the pump usb port was damaged, and the pump battery intermittently could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. It was also reported that the pump's alarm sound was not annunciating which resulted to a low blood glucose level (value not provided). Reportedly, the customer experienced seizure. No additional information was provided and the customer declined troubleshooting with tandem technical support.